Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 418 mg/dl (compact plus) and 111 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.